Event description:
A user facility returned the olympus asset to the service center. Upon inspection and testing of the returned device, it was observed that there was a bad connector. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The asset device was returned to olympus for evaluation where the bad connector malfunction was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.